Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, preventing imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use at the time of the event. The customer was performing a planned cardiac procedure which was aborted and completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the system gave an alert indicating the image disk was full, preventing imaging. The system was rebooted but the issue persisted. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the ippc was intermittently not turning on with the system. The fse confirmed that the ippc was defective needed a replacement. The defective ippc was returned for analysis and confirmed that the ippc was failed to power up due to cmos battery issue. To resolve the reported issue, the fse replaced the ippc and hard drives. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.